Event description:
It was reported that during implant there were impedances greater than 4000 ohms on some of the bipolar and unipolar pairs. It was noted that impedances were run at 2 volts, 210 pulse width, and the lead was removed, wiped dry, and re-inserted into the implantable neurostimulator (ins). Impedance was then run at 2 volts, 360 pulse width and values on contact pair 1 and 2 and contact pair 2 and 3 were still greater than 4000 ohms. It was reported that ¿initial at lead placement¿ they saw motor response. It was later noted that contacts 2 and 3 were still greater than 4000 ohms but they did get a motor response on these electrodes. The reporter stated that it was possible that the patient may not get therapy on contacts 2 and 3. It was noted that high impedance would not drain the device battery. The next day, it was reported that there were not any noticeable lead fractures and contacts 2 and 3 were the only contacts that they couldn¿t get impedance in range and it stayed above 4000 ohms. It was noted that the doctor wanted confirmation that it wouldn¿t be harmful to the patient to close the pocket and leave the product in the patient with the 2 and 3 contacts greater than 4000 ohms. It was reported that the patient was sent home on a program with 0 as the active electrode and 3 as the ground.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0ebsd, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).